Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged moisture exposure and crack on the back of battery compartment found on the event (B)(6) 2021. Pump received with moisture damage and blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor / motor / harness assembly vibrator and corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection cracked select button keypad overlay, corroded battery tube, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Confirmed moisture damage at the pcba 1 / pcba 2 / harness assembly. Confirmed cracked select button keypad overlay, corroded battery tube, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had exposed of moisture. Insulin pump had crack at back side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.